Event description:
Subsequent to the initially filed report, the following information was received:it was reported that this was a bilateral arteriotomy closure of the right common femoral artery (rcfa) and minimally calcified left common femoral artery (lcfa) using the pre-close technique via a 7f sheath hole prior to an infrarenal abdominal aortic aneurysm (aaa) interventional procedure. The suture of the first prostyle device was successfully pre-placed in the rcfa. Reportedly, resistance was felt while attempting to remove the second prostyle device in the rcfa. Manual compression was applied as the device was removed manually and the foot was noted to be partially opened despite the lever being fully closed prior to removal. In the lcfa, resistance was also felt while attempting to remove the first prostyle device at that site. The device was removed manually and the foot was also noted to be partially opened despite the lever being fully closed prior to removal. Significant bleeding and vessel damage was noted at both access sites. Therefore, one 10f and two 16f exchange sheaths were used to temporarily control bleeding. The aaa procedure was completed. A surgical cutdown with manual suturing was performed to repair the vessel and acheive hemostasis at both access sites. There was no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. The inability to close the foot likely contributed to the difficulty to remove the device. The patient effects of vascular injury and hemorrhage are listed in the prostyle instructions for use as a potential adverse events associated with use of the suture mediated closure devices. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling. D1 correction: brand name updated d2a correction: common device name updated d3 correction: name, address updated h6 health effect - clinical code 4582 was removed and codes 1888, 4559 were added.

Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device. Reportedly, the foot remained partially opened after removal for two prostyle devices. The method used to achieve hemostasis was not provided. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional perclose prostyle device referenced in b5 is filed under a separate medwatch report number.